Event description:
The following event was reported: two mynxgrip (6f/7f) vascular closure devices were used. The balloon from the first device ruptured at the 1st stop (distal tip of the sheath), the first device was removed from the patient. The second device was inserted into the procedural sheath up to the white shaft marker, then, the sheath was pulled out/back "partially" from the access site so that the balloon had less travel distance, but the balloon from the second device also ruptured at the 1st stop (distal tip of the sheath). Manual pressure was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices and procedural sheaths were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. In addition, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch #s 3004939290-2015-00197 and 3004939290-2015-00198